Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted: no". Concomitant products included cyanocobalamin since 2015, hydrocodone bitartrate;paracetamol (vicodin) since 2007 and topiramate (topamax) since 2015. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), the first episode of abdominal pain lower ("severe cramping"), hypothyroidism ("thyroid under active"), allergy to metals ("nickel allergy"), depression ("depression"), urticaria ("hives"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), plantar fasciitis ("planterfascitis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and the second episode of abdominal pain lower ("lower and quadrant pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation, forced to undergo one or more surgeries to remove one or more of the essure coils,oophorectomy and planterfascitis). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, hypothyroidism, allergy to metals, depression, urticaria, bladder disorder, urinary tract disorder, migraine, headache, plantar fasciitis, dyspareunia, fatigue, weight increased and the last episode of abdominal pain lower outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, headache, hypothyroidism, migraine, pelvic pain, plantar fasciitis, urinary tract disorder, urticaria, uterine perforation, vulvovaginal pain, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 19-dec-2018: plaintiff fact sheet received. New reports added. Patient demographic information added. Indication updated to permanent birth control by bilateral occlusion of the fallopian tubes. Concomitant medications (nature, topamaz, vitamin b-12, vicodin) added. Events perforation (uterus), thyroid under active, nickel allergy, depression, hives, bladder problems or changes, urinary problems or changes, migraines, headaches, planterfascitis, dyspareunia (painful sexual intercourse) fatigue, weight gain, lower and quadrant pain and essure confirmation test(s) conducted: no added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced to undergo one or more surgeries to remove one or more of the essure coils). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.